Event description:
Per distributor: the customer arrived at the hosp by an ambulance, found unconscious. The medical staff reviewed pt's basal rates and discovered that the basal rate from midnight to 5:00am was set to 2.6u instead of prescribed rate on 0.4u. The customer denied having changed the settings. Pump reflects a basal rate change. It was explained that a message will appear when the act button is used over a certain number of times when the basal display screen is reviewed or changed, however the changes or values are not displayed in the download. It was requested that the pump be returned for analysis.